Event description:
Additional information was received and it was reported that the patient¿s pump and catheter were explanted 2 months after implant due to ¿infection/non-healing¿. Additional information was received and it was reported that the event was approximately 5 years ago. They thought the patient had an infection, but there was no infection found at that time.

Event description:
It was reported that the pump was explanted 3 years ago due to what they thought was an infection. The patient was getting no pain relief and at a refill they aspirated cloudy fluid. Per the patient, the pump was sent out and the pump was not infected; the patient did have an infection. It was noted that the patient had ¿a lot of back hardware¿. The pump was delivering morphine. The patient was re-implanted with a new pump and catheter in (B)(6) 2013. It was later reported that per the current implanting physician, the infection had nothing to do with the pump system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).